Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had visited the emergency room for high blood glucose level. The customer reported that blood glucose level was over 500 mg/dl, they were told to visit the emergency room but she went home and changed the site, drank water and tried getting it down on her own. The customer reported that the got the blood glucose level down to 272 mg/dl, next day woke up with 104 mg/dl, wednesday she woke up with 194 mg/dl then 221 mg/dl so she changed her site and reservoir again. The customer reported that the doctor told her to take 8 units with shot and then was told to take 10 units more with shot and the blood glucose level come down to 422 mg/dl. They customer tried to bolus with the insulin pump and delivered 5.8 units and the blood glucose level came down to 374 mg/dl, she delivered another 2.4 units by the insulin pump and blood glucose level was 374 mg/dl. The customer again took 10 units via shot and the blood glucose level went down to 283 mg/dl but she woke up with 450 mg/dl. The customer delivered 10 units via shot and the blood glucose level was 509 mg/dl. The customer blood glucose level was 489 mg/dl, 556 mg/dl and 503 mg/dl. The customer reported that they had contacted their health care professional for high blood glucose event. The customer reported that they had confusion as a symptom due to high blood glucose level. The customer did not allege the insulin pump for under delivery. The customer reported that the insulin pump passed the self test. The reservoir, infusion set and insulin pump will not be returned for analysis.